Event description:
A passeo-18 balloon catheter was selected for treatment of a high-grade calcified stenosis in the posterior tibial artery. After inflation and deflation, the device was attempted to be withdrawn but the device fractured (was torn) inside the introducer sheath. The device was retrieved. No part remained in patient.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned fractured in two parts. The balloon has been in and deflated and was returned torn in two parts. The distal device fragment has a length of about 132 mm. The proximal device fragment has a length of about 859 mm. The inner shaft has fractured about 2 mm proximal to the proximal radiopaque marker and is severely deformed just distal to the proximal radiopaque marker as well as at the fracture site. The inner shaft diameter does not comply anymore with the specification. The guidewire and the introducer sheath used in the intervention were not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all in process inspections as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The device most likely fractured as a result of tensile overload during withdrawal into the introducer sheath. Please note that the IFU advises the user to remove the dilatation catheter and the introducer sheath together if resistance is experienced.